Event description:
It was reported right hip pain. It is unknown the reason for the pain or if a revision surgery has been performed.

Manufacturer narrative:
Results of investigation: the associated complaint devices were not returned. The clinical/medical team concluded, no clinically relevant supporting documentation was provided; therefore a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.